Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring 155 ohms. It was noted a year ago, impedances measured 140 ohms. Technical services (ts)recommended to perform a commanded shock test and informed if impedances are normal then the rise is likely due to calcification. If impedances are greater than 125 ohms after the shock then integrity of the lead is compromised. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated a commanded shock test was performed in which a 41 joule shock was delivered due to high out-of-range (oor) shock lead impedances (sli). Post the commanded shock impedances measured 162 ohms. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring 155 ohms. It was noted a year ago, impedances measured 140 ohms. Technical services (ts)recommended to perform a commanded shock test and informed if impedances are normal then the rise is likely due to calcification. If impedances are greater than 125 ohms after the shock then integrity of the lead is compromised. At this time, the rv lead remains in service. No adverse patient effects were reported.